Event description:
It was reported that a merlin.net transmission was received indicating interference. The patient later presented to the hospital after receiving inappropriate therapies due to noise. Fracture was observed. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received states that the lead exhibited insulation damage.